Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead impedance had gradually risen from 340-400 ohms to 2000 ohms and back down to 1400-1500 ohms. The capture threshold had also risen. No patient symptoms reported. The patient will be followed remotely.